Manufacturer narrative:
Event date corrected from (B)(6) 2014 to (B)(6) 2013. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient experienced angina symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-07297, 2134265-2014-07298, 2134265-2015-05857, 2134265-2015-05858, and 2134265-2015-06181. (B)(4). It was reported that in-stent restenosis occurred and angina was experienced. In (B)(6) 2010, the patient presented with symptoms of chest tightness which was diagnosed with stable angina and was referred for cardiac catheterization. Target lesion #1 was a de novo ostial lesion located in the proximal right coronary artery (rca) with 95% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.5mm x 16mm promus element stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was an ostial restenotic lesion located in the proximal saphenous vein graft (svg) to 2nd obtuse marginal (om) artery with 95% stenosis and was 9mm long with a reference vessel diameter of 4.0mm. Target lesion #2 was treated with pre-dilatation and placement of a 4.0mm x 12mm promus element stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient developed exertional angina and was referred for cardiac catheterization. Nineteen days later, the patient was hospitalized for further treatment. The next day, the 100% restenosis of the previously placed study stent, and 5.00mm x 20mm and 3.00mm x 16mm taxus stents placed in (B)(6) 2005 in the svg to 2nd om was noted. As a treatment, the patient underwent coronary artery bypass graft (CABG) in the svg to 2nd om. On the same day, the 95% focal restenosis of previously placed study stent, and 3mm x 16mm and 3mm x 24mm taxus stents placed in (B)(6) 2005 in the svg to proximal rca was noted. As a treatment, the patient underwent CABG in the svg to proximal rca. Additionally, the patient also underwent CABG in the svg to diagonal and aortic valve replacement. Nine days later, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel on the same day.